Manufacturer narrative:
The insulin pump received was totally destroyed . The assembly and the case were also destroyed. As a result of this, functional testing including displacement testing, rewind, basic occlusion, occlusion, prime testing and no delivery testing were unable to be performed.

Event description:
The customer was hospitalized due to high blood glucose levels. Prior to the accident, he was in a motorcycle accident in which he was the driver. He stated he could have been low at the time of the incident, but he does not remember what his blood glucose level was. The insulin pump had a lot of damage as a result of the accident. The current blood glucose reading is 282 mg/dl. No further information was provided